Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10

Event description:
It was reported that clotting occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "it was reported that blood was clotting while using these products. Material no. 367324 batch no. 9042730, 9053611 she had two more occurrences of this dated today. Again, only reporting this on the 367324. This time with a lavender tube albeit I don¿t have that lot of that tube, and she did say ¿if first tube didn¿t work shed try a different tube.¿ she confirmed that she screwed the llad on tight and did not press the tube into the holder too early letting the vacuum expire. Here are the lot numbers of the most recent two that I received this evening. Same exact explanation as previously mentioned. Previously mentioned: this just happened in our clinic with the new needles and you can see the blood clotted in the tube of the wingset and I don¿t believe is user but more the equipment."

Manufacturer narrative:
Medical device type: jka, fpa. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9042730, medical device expiration date: 2021-02-28, device manufacture date: 2019-03-01. Medical device lot #: 9053611, medical device expiration date: 2021-02-28, device manufacture date: 2019-03-29. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "it was reported that blood was clotting while using these products. Material no. 367324, batch no. 9042730, 9053611. She had two more occurrences of this dated today. Again, only reporting this on the 367324. This time with a lavender tube albeit I don¿t have that lot of that tube, and she did say ¿if first tube didn¿t work shed try a different tube.¿ she confirmed that she screwed the "llad" on tight and did not press the tube into the holder too early letting the vacuum expire. Here are the lot numbers of the most recent two that I received this evening. Same exact explanation as previously mentioned. Previously mentioned: this just happened in our clinic with the new needles and you can see the blood clotted in the tube of the wingset and I don¿t believe is user but more the equipment."